Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The tissue pad was worn and partially torn, but there was no lack of the tissue pad. When we closed the grasping section and activated seal mode, there was no irregularities found. The manufacturing record was reviewed with no irregularities. These types of coating damage and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during unknown procedure. It was reported that the subject device could not activate after several times of activations. It was not reported whether the device was replaced to another device and whether the intended procedure was completed. Patient injury was not reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on april 11, 2016, it was found that the coating on the outer surface of the jaw had partially come off. And it was not reported that the fragment of the coating fell into the patient.